Manufacturer narrative:
Missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the self-test and displacement test due to damage lcd glass. Insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer¿s insulin pump was partially blank. Customer states that black background on lcd. Customer¿s blood glucose was 118mg/dl at time of incident. Customer advised to revert to backup plan as hcp¿s instructions. Customer declined to troubleshoot for partial display. Insulin pump will not be return for analysis.